Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was greater than 400 mg/dl. Customer changed pump supplies to address the issue. Customer was admitted to the emergency room (ER) with a bg greater than 600 mg/dl and high ketones. Customer was treated intravenously with nausea medication and unspecified fluids. Customer was released from the ER 4 hours later in stable condition with the issue resolved and a bg of 120 mg/dl. No additional information was provided. Customer declined follow up from tandem technical support.